Event description:
During a laparoscopic hand assisted sigmoidectomy, the autosuture ceea misfired. It did not cut completely and the metal cap got stuck in the bowel. The lap was converted to an open procedure to find and remove the cap.